Event description:
A nurse reported that the footswitch did not work during the first cataract procedure of the day. They attempted to resolve the issue with testing advised by company technicians by phone. The pt was transferred to another facility, with an open eye, to complete the cataract surgery. They canceled the surgeries for two days due to the footswitch not working. The surgeon saw the pt one day post operatively and said there was a small amount of corneal edema which was resolving. The surgeon stated the pt will recover. The surgeon stated it was the cable not the footswitch that was the problem.

Manufacturer narrative:
A new foot switch without the footswitch cable was sent to the customer; however, the footswitch non-conformity could not be resolved by the new footswitch. A new footswitch cable was brought to the facility by a company representative. The new footswitch and new cable then worked. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this footswitch. The root cause cannot be determined conclusively. (B)(4).